Manufacturer narrative:
The product was returned for analysis and damage to the intraocular lens (iol) was observed. No cartridge was returned. Iol returned positioned incorrectly in the iol case; one haptic is pressed against a lens case base post. Solution is dried on the iol. The arm of one haptic is broken and not returned, the other haptic is intact. There is a long crack/fracture in the optic, there are fibers on the optic. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Returned photo shows an iol in a lens case base. The iol is not positioned correctly in the lens case base well, it is not in the centre of the well. The optic appears to be damaged we are unable to determine the root cause for the reported complaint "broken lens, no patient contact". Damage to the iol was observed. It has not been confirmed when the reported damage was observed: at the time of iol loading into the the cartridge or when the lens case was opened. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. Associated products used were reported, however, no cartridge was returned for investigation. Due to this, we are unable to complete a thorough investigation to determine a root cause. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens broke. There was no patient contact and the procedure was completed on same day.